Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the hemopro jaw detached during dissection. There were no visible pieces of the silicone left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Inspection of pictures provided by the customer confirmed that the silicone jaw boot of the hemopro device had cracked and dislodged from the jaw. The piece remained attached to the jaw. Based upon review of the photos, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).